Event description:
It was reported that during a lap nephrectomy procedure, large kidney, difficult case. The surgeon had placed 4 clips on the renal artery close to aorta, had skeletonised vessel as per normal practice, thoroughly inspected renal vessel and clips placed and all appeared secure, did not notice at this time or during the remainder of the procedure (one hour) that the clips were not secure as there was no bleeding around the site of application. The procedure was almost complete, the surgeon attempted to place the kidney in an endocatch bag with difficulty and at this point noticed a major arterial bleed from the renal artery, had to convert to open at this stage, on investigation, at the site where the clips had been applied all 4 clips had become dislodged. The patient required a blood transfusion of 6 units and had an extended hospital stay of 2 weeks. The surgeon can come to the only conclusion that perhaps the clips had become dislodged by an instrument or the metal part of the endocatch bag. No device will be returning. Additional information requested. No response has been received after three attempts for follow-up, a supplemental report will be sent upon receipt of information.

Manufacturer narrative:
(B) (4). (B) (4.) Information is unavailable; device was not returned for evaluation. No lot or batch review could be performed as no lot or batch # was provided, the device was discarded.